Event description:
It was reported on (B)(6) 2026, that, during reprocessing, the ultrasound gastrovideoscope tested positive for >20 colony forming units (cfus) of escherichia coli, raoultella ornithinolytica and >20 cfu of raoultella ornithinolytica. The device was retested on (B)(6) 2026, and it tested positive for cfus of unknown microbe. The device was tested again on (B)(6) 2026, and tested negative of microbe. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer results of third-party testing, the device evaluation and the complaint investigation. Regarding hmi: the device was tested positive by olympus; therefore the user request was confirmed. After decontamination, the device was tested positive again. Third hmi test will be performed after repair. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The device was evaluated where an additional potential adverse event was confirmed where: channel mount unit had foreign objects, the air/water (aw) cylinder had foreign objects, the aw tube had foreign objects, and the channel tube had foreign objects. Based on the results of the investigation, olympus confirmed foreign material was present within the device, but the type of the material cannot be identified however, it is likely the following led to the malfunction: the foreign material was possibly not removed completely if the reprocessing steps were not conducted properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.